Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d1, d4, d.6b, d9, h3, h4, h6. Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed opening assessed as unidentified (tear) opening (no shell thickness due to opening is under plug strap). Valve leak and/or damage: not observed. As per the investigation procedures creases were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported left side "deflated valve issue". Healthcare professional later reported deflation. Device has been explanted and replaced.

Event description:
Healthcare professional reported left side "deflated valve issue". Healthcare professional later reported deflation. Device has been explanted and replaced.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.